Event description:
It was reported that the patient was admitted to the hospital for pain and drainage at the driveline exit site on (B)(6) 2022. The drainage culture was positive for methicillin-resistant staphylococcus aureus (mssa). They were discharged home on (B)(6) 2022. The patient was treated with cefadroxyl and completed treatment on (B)(6) 2022. The patient was re-admitted on (B)(6) 2022 with a subtherapeutic international normalized ratio (inr) and abdominal pain. A computed tomography (CT) scan showed fluid along the driveline which was treated with doxycycline long term. They were discharged the same day and stopped treatment on (B)(6) 2022. The patient was again re-admitted on (B)(6) 2022 with abdominal pain and placed on cefalexin with improvement in pain. They were then discharged again on (B)(6) 2022. On (B)(6) 2022, the patient was re-admitted for drainage at the driveline exit site. This time the patient underwent irrigation and debridement on (B)(6) 2022. The patient was later discharged home on (B)(6) 2022 while using cefazolin and bactacephalexin. The patient was reported to be doing well at home without drainage while being monitored outpatient only on bactacephalexin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.